Manufacturer narrative:
An event of the valve leaflets could not open was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm sjm regent heart valve with flex cuff was chosen for implant. The patient was placed on extracorporeal circulation for the duration of the procedure. During device preparation the valve was tested, and the leaflets were moving normally. After the valve was implanted, it was observed that the valve leaflets had difficulty opening. The device was replaced with a 25mm non-abbott biological valve to resolve the event. There was no clinically significant delay, and no patient consequences were reported. The patient was reported as stable. No additional information was provided.